Event description:
It was reported that during a sigmoid resection procedure, the surgeon claims that the device fired with no staples present. He reported that he checked tissue and abdomen. Case completed with hand sewn anastomosis. The case was extended 10-15 minutes. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the retaining pin is seated in the anvil before firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process